Manufacturer narrative:
Per the instructions for use (IFU), device malposition and embolization requiring intervention are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition and ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, patient and procedural factors appear to have caused or contributed to the valve malposition and subsequent embolization [minimally calcified annulus, overcorrection of the valve position during deployment]. The patient¿s death was attributed to a ventricular septal defect which occurred while the embolized valve was being retrieved. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr case, the sapien valve was placed too ventricular and it embolized into the ventricle. Per report, a transfemoral approach was attempted with a surgical cutdown on the right side for the deployment of a 23mm valve. After the bav was completed the valve was inserted and placed 50:50 in the aortic annulus. During deployment of the valve, the valve moved aortic, and the physicians tried to correct the valve placement more ventricular. This was done and the valve ended up in a 90:10 ventricular position. The tee and angiogram demonstrated the valve was deployed too low. Another 23mm valve was prepped and inserted for deployment. Upon the insertion of the 2nd valve, the 1st valve embolized into a stable position in the lvot. The second valve was then positioned 60:40 aortic in the annulus and deployed at this level. During the deployment of the second valve, the initial valve further embolized into the lvot/ventricle. The patient remained stable throughout this entire process and both, angiogram and the tee, demonstrated proper positioning with no aortic regurgitation. Next, the physicians put the patient on bypass to retrieve the embolized valve via transapical approach. The surgeon opened the apex and was able to snare the valve, crush it to size and remove through the apical opening. The surgeon than closed the apical opening and removed the patient from pump. Finally the groin was closed while the patient remained stable. The physician felt that they overcompensated the valve placement during deployment. With the valve sitting 90:10 ventricular the native leaflets were pushing the valve further ventricular as did the insertion of the second valve. Per additional information received this patient expired post tavr. The death was attributed to a ventricular septal defect that occurred as a result of a stitch in the apex grabbing a piece of the myocardium and tearing. The native valve/leaflet calcification was moderate; there was no aortic root or mitral annular calcification; there was no ventricular septal hypertrophy. Coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was appropriate; there was no loss of pacing capture during valve deployment and ventilation was held. The stj diameter was 22mm; sov is unknown. The patient¿s ejection fraction was 45%.